Manufacturer narrative:
The visual inspection of the returned device confirms that the plate is broken. From the lab analysis conducted during this investigation, it was concluded that the peri-loc lateral distal humerus locking plate most likely fractured due to overloading. This can occur when the stresses placed on the device exceed the yield strength of the material. A review of the complaint history shows no prior complaints for the listed part. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that the patient underwent a revision surgery due to a plate fracture that occurred after the patient fell a week after the primary surgery.